Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging she received a reading over 600 mg/dl and the word "control" and the customer does not remember pressing any buttons. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.